Manufacturer narrative:
PMA/510(k) # p100022/s100. The ziv6-35-125-6-100-ptx stent of lot number c978083 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation will be carried out. Information provided stated that the patient had pre-existing conditions including hypertension, diabetes mellitus (type ii), hypercholesterolemia and was a previous smoker. The percent diameter stenosis in the study lesion was 100%. The lesion length was 72.7 mm. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: "findings: implantation and secondary intervention angiography is provided along with the complaint report. The lesion was a 7cm long proximal right superficial femoral artery (sfa) occlusion that was treated with a single zilver ptx stent. The stent was implanted 2cm inferior the right sfa origin. After post stent angioplasty, the stent relieved the occlusion except for mild, less than 25%, recoil in the mid and distal stent. Focal mild stenosis proximal the stent and mild to moderate, 25-50%, stenosis was present in the 5cm of sfa immediately downstream the stent. Two vessel runoff through the posterior and anterior tibial arteries was continuous into the foot. The sfa was occluded from the sfa origin through the mid sfa encompassing the moderately diseased untreated segment trailing the sfa after the primary intervention. At the adductor canal a new severe stenosis had developed where the sfa was previously normal. Thrombectomy was performed over a spider fx embolic protection wire with an angiojet catheter. After thrombectomy moderate to severe stenosis in the sfa proximal the stent extending into the stent was primarily residual thrombus. The stent was moderately narrowed except distally where the narrowing was severe. The in-stent stenosis appearance was consistent with primarily neointimal hyperplasia and a very small amount of residual clot. The 5cm segment trailing the stent was diffusely moderate to severely narrow. The adductor canal stenosis was unchanged. The sfa was then stented from its origin through the adductor canal with a second stent. Mild less than 25% residual stenosis was present through the originally stented segment as a result of neointimal hyperplasia trapped between both stents. Inflow was unrestricted. Clot had embolized to the filter wire however unrestricted two vessel runoff was re-established after filter wire removal. Ultrasound (B)(6) 2015 demonstrated no recurrent stenosis. Impression: the sfa occlusion was primarily the result of severe distal in-stent stenosis from neointimal hyperplasia. The untreated moderate to severe stenosis distal the stent increased the probability of neointimal hyperplasia development. The new adductor canal stenosis increased the probability of occlusion but its relationship to the in-stent neointimal hyperplasia is inconclusive. It could have been the result of in-stent neointimal hyperplasia, primarily from progressive atherosclerosis, or a combination of both." From the complaint information provided, it is known that the patient had potential risk factors for occlusion such as hypertension, diabetes, long lesion length and history of tobacco use. The customer complaint is confirmed as imaging revealed sfa occlusion. According to the independent reviewer, the sfa occlusion was primarily the result of severe distal in-stent stenosis from neointimal hyperplasia. It can be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined and no other comments can be made. In addition as per the instructions for use restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, thrombectomy and stent placement were performed. No adverse events were experienced by the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and review of images related to this event. Initial complaint information reported as follows: protocol (B)(4), patient (b)(6.) On (B)(6) 2014, one 6 mm x 100 mm zilver ptx v study stent (lot # c978083) was placed via contralateral access. The implanting physician noted that ease of device deployment was very easy. At the conclusion of the case, no thrombus or dissection was noted by the site, the entire length of the study stent was apposed to the vessel wall, and there was 10% residual stenosis remaining in the study lesion. On (B)(6) 2015 (328 days post procedure), the patient underwent a secondary intervention in the study lesion due to a thrombosis. Treatment included thrombectomy and stent placement. The treating physician stated that this event was possibly related to the study product [site queried], and not related to the study procedure or pre-existing condition. Core lab analysis is not yet available. On (B)(6) 2015 (383 days post procedure), the twelve month follow-up clinical assessment and imaging were completed. The right and left abi was 1.04 and 0.99 respectively. The right and left rutherford classifications were zero and two, respectively. The ultrasound revealed the stent was patent proximal to, within, and distal to the study lesion. The x-ray revealed no evidence of stent fracture.

Manufacturer narrative:
PMA/510(k) # p100022/s100. This incident has been deemed MDR reportable based on the secondary intervention carried out (treatment included thrombectomy and stent placement) as a result of thrombosis being confirmed at the site a zilver ptx stent was indwelling. The (B)(4) stent of lot number c978083 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation will be carried out. Images are available to support the complaint investigation. These images are with cook research inc. For imaging evaluation. The investigation will be updated and the complaint will be re-assessed upon receipt of imaging review and a follow-up MDR report will be submitted if required. Information provided stated that the patient had pre-existing conditions including hypertension, diabetes mellitus (type ii), hypercholesterolemia and was a previous smoker. The percent diameter stenosis in the study lesion was 100%. The below list indicates potential risk factors that can generally contribute to the thrombosis event: patient factors. History of coagulopathy/prior thrombosis (e.g., dvt). Diabetes, especially if poorly controlled. Cancer/chemotherapy. Advanced age. Obesity, hyperlipidemia, hypertension. Smoking. Lesion factors. Long lesion, small vessel diameter, severe calcification. Lesion totally occluded prior to stent placement. Placement for in stent restenosis. Procedure factors. Residual inflow, outflow, or in-segment stenosis or dissection. Poor run off (i.e., beyond trifurcation). Medication factors: inadequate procedural heparinization. Inadequate loading dose of antiplatelet (ticlopidine or clopidogrel). Inadequate dapt prescribed. Non-responder to the apt, or non-compliant with prescribe regimen. From the complaint information provided, it is known that the patient had known potential risk factors for thrombosis such as hypertension, diabetes and history of tobacco use. Based on the above it may be noted that the patient had some risk factors that could have contributed to thrombosis event in this case. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this stent thrombosis cannot be determined and no other comments can be made. There is no evidence to suggest that thrombosis did not occur, therefore, the complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, thrombectomy and stent placement were performed. No adverse events were experienced by the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. PMA/510(k) # p100022/s100. This incident has been deemed MDR reportable based on the secondary intervention carried out (treatment included thrombectomy and stent placement) as a result of thrombosis being confirmed at the site a zilver ptx stent was indwelling. The (B)(4) stent of lot number c978083 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation will be carried out. Images are available to support the complaint investigation. These images are with cook research inc. For imaging evaluation. The investigation will be updated and the complaint will be re-assessed upon receipt of imaging review and a follow-up MDR report will be submitted if required. Information provided stated that the patient had pre-existing conditions including hypertension, diabetes mellitus (type ii), hypercholesterolemia and was a previous smoker. The percent diameter stenosis in the study lesion was 100%. The below list indicates potential risk factors that can generally contribute to the thrombosis event: patient factors: history of coagulopathy/prior thrombosis (e.g., dvt). Diabetes, especially if poorly controlled. Cancer/chemotherapy. Advanced age. Obesity, hyperlipidemia, hypertension. Smoking. Lesion factors: long lesion, small vessel diameter, severe calcification. Lesion totally occluded prior to stent placement. Placement for in stent restenosis. Procedure factors - residual inflow, outflow, or in-segment stenosis or dissection. Poor run off (i.e., beyond trifurcation). Medication factors: inadequate procedural heparinization. Inadequate loading dose of antiplatelet (ticlopidine or clopidogrel). Inadequate dapt prescribed. Non-responder to the apt, or non-compliant with prescribe regimen. From the complaint information provided, it is known that the patient had known potential risk factors for thrombosis such as hypertension, diabetes and history of tobacco use. Based on the above it may be noted that the patient had some risk factors that could have contributed to thrombosis event in this case. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction however a definitive root cause of this stent thrombosis cannot be determined and no other comments can be made. There is no evidence to suggest that thrombosis did not occur, therefore, the complaint is confirmed based on customer testimony. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, thrombectomy and stent placement were performed. No adverse events were experienced by the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted to include the conclusion of the complaint investigation. Initial complaint information reported as follows: (B)(4). On (B)(6) 2014, one 6 mm x 100 mm zilver ptx v study stent (lot # c978083) was placed via contralateral access. The implanting physician noted that ease of device deployment was very easy. At the conclusion of the case, no thrombus or dissection was noted by the site, the entire length of the study stent was apposed to the vessel wall, and there was 10% residual stenosis remaining in the study lesion. On (B)(6) 2015 (328 days post procedure), the patient underwent a secondary intervention in the study lesion due to a thrombosis. Treatment included thrombectomy and stent placement. The treating physician stated that this event was possibly related to the study product [site queried], and not related to the study procedure or pre-existing condition. Core lab analysis is not yet available. On (B)(6), the twelve month follow-up clinical assessment and imaging were completed. The right and left abi was 1.04 and 0.99 respectively. The right and left rutherford classifications were zero and two, respectively. The ultrasound revealed the stent was patent proximal to, within, and distal to the study lesion. The x-ray revealed no evidence of stent fracture.

Manufacturer narrative:
PMA/510(k) # p100022/s100. This incident has been deemed MDR reportable based on the secondary intervention carried out (treatment included thrombectomy and stent placement) as a result of thrombosis being confirmed at the site a zilver ptx stent was indwelling.. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions. This incident has been deemed MDR reportable based on the secondary intervention carried out (treatment included thrombectomy and stent placement) as a result of thrombosis being confirmed at the site a zilver ptx stent was indwelling.. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Event description:
(B)(4), (B)(6): on (B)(6) 2014, one 6 mm x 100 mm zilver ptx v study stent (lot # c978083) was placed via contralateral access. The implanting physician noted that ease of device deployment was very easy. At the conclusion of the case, no thrombus or dissection was noted by the site, the entire length of the study stent was apposed to the vessel wall, and there was 10% residual stenosis remaining in the study lesion. On (B)(6) 2015 (328 days post procedure), the patient underwent a secondary intervention in the study lesion due to a thrombosis. Treatment included thrombectomy and stent placement. The treating physician stated that this event was possibly related to the study product [site queried], and not related to the study procedure or pre-existing condition. Core lab analysis is not yet available. On (B)(6) 2015 (383 days post procedure), the twelve month follow-up clinical assessment and imaging were completed. The right and left abi was 1.04 and 0.99 respectively. The right and left rutherford classifications were zero and two, respectively. The ultrasound revealed the stent was patent proximal to, within, and distal to the study lesion. The x-ray revealed no evidence of stent fracture.